Manufacturer narrative:
Upon receipt the lead was found cut 50 cm proximal to the lead tip. A proximal part was missing. Explantation aids were still mounted in and on the distal lead fragment. Upon receipt the performance of the returned fragment was scrutinized including a visual inspection. The inspection revealed severe abrasion marks at several positions of the distal lead fragment. In particular 14.5 cm proximal to the lead tip the insulation was found abraded through due to wear. In addition, the right ventricular shock coil was found covered in calcified tissue. Based on the characteristics of this damage, it is reasonable to assume, that the lead had been subject to severe mechanical stress in the implanted state. Due to the extent of the extraction damages and the tissue residuals it is assumed, that the lead was significantly ingrown, which may have affected the leads motion. Further damages like the deformed right ventricular and superior vena cava shock coil most likely occurred during extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that approx. 131 months after the lead implantation it was explanted due to oversensing observed via homemonitoring. No inappropriate therapy was delivered.